Manufacturer narrative:
The following fields have been updated: adverse event product problem (b1). Outcomes attrib to adv event (b2). Event description (b5). Implant date (d6). Explant date (d6). Type of reportable event (h2).

Event description:
It was reported that the patient had a surgical procedure to replace an ambicor penile prosthesis due to a functional defect and an aneurysm of the device. No further patient complications were reported.

Event description:
It was reported that the patient will have a surgical procedure to replace an ambicor penile prosthesis due to a functional defect and an aneurysm of the device.